Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(6) - manufacturing date: may 30, 2012. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) screw drivershaft t25 standard straight (part 03.632.400) was received for manufacturing investigation. The article is in a used condition and the t25 driver is broken off. During the manufacturing investigation, the hardness of screwdriver has been checked on the shaft diameter ø5.6mm. The resulting hardness of 59.8 hrc is within specifications as defined by the production design for raw material x15tn. It is likely that the breakage was caused by mechanical overload during use. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. However, a broken piece of the device was left in the patient during the initial procedure and was then removed during a revision on (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The re-operation that took place to remove the broken instrument fragment. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial lumbar spinal canal stenosis procedure on (B)(6) 2016. The procedure included the application of a matrix system to the patient¿s l4-l5 sacrum region. After the procedure, the surgeon noted that the edge of the utilized screwdriver was broken. An x-ray image of the patient confirmed the presence of a retained fragment. The patient was returned to the operating room on (B)(6) 2016 to have the fragment removed. No post-operative complications pertaining to the patient¿s recovery have been reported. The surgeon indicated that the torque handle was hard to turn completely and that it was possible that the driver shaft broke when the attempt to fully turn was made. This report is 1 of 1 for (B)(4).